Manufacturer narrative:
One cardiomems¿ hospital system was received for evaluation. Visual inspection determined the antenna cable was frayed. The unit powered up as intended and a successful login was performed. No unsent sessions were observed on the main menu. The unit was connected to a test station and a diagnostic test was performed using a known good antenna with sn (B)(6). The hospital system passed all relevant tests with no issues observed. The field reported event of frayed wires on the antenna cable was confirmed during the visual inspection of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Frayed wires were reported on the telemetry cable of the hospital system. The unit was replaced and there were no adverse consequences reported by the user.